Event description:
A consumer reported blurry near vision following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the consumer experienced some loss of contrast sensitivity (black looked gray) and that his visual acuity seemed magnified. The surgeon reported that posterior opacification of the iol had been noted at the consumer's last office visit, and the surgeon felt this finding along with a previous refractive surgery could be contributing.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/10/2009, 08/12/2009, and 08/18/2009 by phone, fax and mail. A completed questionnaire was received on 08/19/2009. This report was mailed to FDA on: 09/09/2009.